Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) that the patient lost therapy due to ipg being inoperable. It is unknown when the patient last charged the ipg. Several chargers were replaced to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was resumed postoperatively.